Event description:
The pt originally called to request recall info. During the phone call, it was established that she is experiencing extreme pain and is unable to perform most normal daily functions. She is in more pain now than prior to the primary surgery. The pain runs down her left leg from her hip. Recent x-rays taken (B)(6) 2012 revealed proximal loosening of the implants. The pt stated that she reported to the doctor very soon after the implant surgery that the left leg is longer than her right. She has had to have an orthopedic shoe made. She said she was (B)(6) and is now (B)(6) when standing on the left leg. The pt stated that her weight has increased significantly since the surgery as she is not very mobile.

Manufacturer narrative:
Additional info has been requested, and if received, will be provided in a supplemental report.